Event description:
I have been using dexcom g7 for diabetic readings I have 4 failures within the last 60 days where the sensor probe has separated from the device in my arm. This requires a visit to my pcp to have it removed the bigger problem is I'm a breast cancer survivor who can only use my right arm. Each visit to my pcp is a (B)(6) copay. Dexcom doesn't seem concern